Manufacturer narrative:
The customer support engineer (cse) found the battery was discharged. The battery was then charged and extended self testing (est) and short self testing (sst) was performed. The device was run on a pt circuit. The event could not be duplicated. The device passed all testing. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Please note: (B)(4) series operator's and technical reference manual, rev. M, august 2010, section op-a11: note: bps battery life specs are approximate. To ensure maximum battery life, maintain full charge and minimize the number of complete discharged. (B)(4).

Event description:
A report received from the USA indicating that the device experienced a "battery inop" condition while on a pt. The user facility had experienced an ice storm and lost power to the facility for several hours. There was no harm to the pt.